Event description:
I responded to IV pump alarm and noticed antibiotic was completed. I noticed blood backing up into IV tubing. I disconnected tubing and flushed the central line. I noticed a large wet area on floor with some blood and on further inspection found a hole in the tubing with blood dripping out. Rn confirmed it was new tubing out of the package. Rn had no trouble spiking the IV antibiotic bag. Tubing saved. Manufacturer response for IV tubing, set solution duovent spike10dr/ml 92 (per site reporter). [Redacted date] - baxter notified. [Redacted date] - RMA received; baxter complaint #(B)(4). [Redacted date] - sample shipped ups. Notified on [redacted date] there was another event today with the same lot number.